Manufacturer narrative:
Other applicable components are: product ID: 3057, serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
2018-sept-14 (B)(4) (con): information was received from a trial patient with an external neurostimulator (ens) for urge incontinence. The trial started on sept-10-2018. It was reported that the patient leads were moving. The patient went to urologist to have her leads removed in preparation for the implant appointment. No further complications were anticipated/reported.